Event description:
Report from the study indicated that patient was diagnosed with blue toe syndrome, claudication left leg and that one stent was fractured. Two stents cat/ lot (n6120bv/ a0306140 and c060100mv/ 40306357) were implanted in the left superficial femoral artery (sfa). Five months post index procedure, patient was diagnosed with blue toe syndrome and claudication left leg. Revascularization was made to the sfa and popliteal artery (details of procedure not known at the time of this report). This event was reported to be possible related to device and study procedure. Event was resolved in november, 2006. Two weeks later, patient returned and a stent (c06100sv/40306357) fracture is seen. No other patient, vessel, lesion, or procedural was provided. The product(s) remains implanted in the patient and is not available for analysis. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2006-01678 and 9616099-2006-01679.